Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
It was reported by a research study that a patient death occureed less than 1 year after implant. The death occurred greater than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.